Event description:
The customer reported via phone call that they had an unexpected re-initialization after sensor insertion. Customer's blood glucose was 220 mg/dl at the time of incident. It was also found the customer experienced a high blood glucose of 447 mg/dl from not bolusing for their carbohydrates. The customer also reported the paramedics were called for the event. Customer also reported a weak signal alarm with the sensor. Customer stated they were close to the sensor, but the insulin pump failed to communicate with the sensor. It was also found the customer's site showed signs of infection. Customer reported the site was red and tender. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.